Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported loss of bond and dislodged issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using central venous catheter. During procedure, it was reported that while the patient was hospitalized for a different reason, lipids were observed running through the repair site. It was also noted that only one stem was visible. In the repaired catheter, one metal stem was longer and extended across the repair segment into both catheter fragments. The second, smaller stem was not visible in the glued repair. When the repair was cut open, the second stem was found just inside the proximal segment of the catheter. There was no reported patient injury.

Event description:
A patient underwent a port placement procedure using central venous catheter. During procedure, it was reported that while the patient was hospitalized for a different reason, lipids were observed running through the repair site. It was also noted that only one stem was visible. In the repaired catheter, one metal stem was longer and extended across the repair segment into both catheter fragments. The second, smaller stem was not visible in the glued repair. When the repair was cut open, the second stem was found just inside the proximal segment of the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.